Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet pump¿s front housing separated from the back housing, after which the screen was not visible while pump delivery continued. Symptoms included no injury. Outcomes included device replacement arranged and no alerts or alarms reported. Investigation included complaint intake and initiation of device replacement logistics. Investigation of this case revealed a mechanical enclosure failure consistent with screen bezel or housing separation while the pumping function remained operational. It was concluded, based on previously established findings for similar reports, that the cause was a mechanical integrity issue of the device enclosure.